Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump did not get alarms when the pump was not delivering, unexplained no delivery alarms, prime to clear and had to change site to clear, and gear is clicking when priming. The customer's blood glucose level was unknown at the time of the incident. The customer declined technical assistance. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Device primed properly. No unexpected low battery alarm anomalies noted. (B)(4).